Event description:
The healthcare professional reported that during a mechanical thrombectomy of a middle cerebral artery (mca) (m1/m2) occlusion, an 132cm embovac 71 aspiration catheter (ic71132ca / 30582694) and a 5mm x 37mm embotrap iii revascularization device (et307537 / 21l112av) became stuck at the time of withdrawal the first pass was performed without any untoward events and recanalization was achieved at the m1 / m2 junction. Since there was still thrombus at the m2 segment, the treating physician decided to perform another pass with the same system. However, when the treating physician attempted to remove the devices during the second pass, the devices were stuck in the vessel. The embovac was stuck in the proximal m1 segment, and the embotrap was stuck at the m2. When the physician tried to pull back on the system, the concomitant 6f neuron max long sheath (penumbra) which was positioned halfway into the cervical carotid artery began to climb up. The treating physician decided not to use any nimodipine as this was an ¿old¿ patient. The treating physician commented that there may have been tilting of the m1 segment. Since it was impossible to retrieve the system by pulling, he decided to push the system, and was ultimately able to remove the system from the patient. Vasospasm and subarachnoid hemorrhage (sah) were noted on imaging. The distal 2 centimeters (cm) of the embovac was noted to be stretched upon removal. The treating physician does not recall the final/end of procedure tici score, and if any additional thrombectomy attempts were performed. The patient is reportedly doing fine. Concomitant devices included a headway 21 microcatheter (microvention), traxcess guidewire (microvention), and 6f neuron max long sheath (penumbra). The treating physician used a cross-cut valve packaged with the neuron max; the use of the peel away introducer packaged with the embovac was confirmed on both passes. It was reported that both devices are available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30582694) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Withdrawal difficulty from vessel, vasospasm, and subarachnoid hemorrhage (sah) secondary to vessel injury are known potential procedural complications associated with the use of the embotrap and embovac in mechanical thrombectomy. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including vessel characteristics, clot burden / characteristics, device selection, device interaction, and operator technique that may have contributed rather than the design or manufacture of the devices. Since the alleged withdrawal difficulty from vessel led to vascular injury with sah and vasospasm, the event is considered serious and MDR reportable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2022-00024. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain the product for analysis were unsuccessful. If the product is returned or information is provided at a later date, the complaint file will be updated and the product investigation will be performed and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy of a middle cerebral artery (mca) (m1/m2) occlusion, an 132cm embovac 71 aspiration catheter (ic71132ca / 30582694) and a 5mm x 37mm embotrap iii revascularization device (et307537 / 21l112av) became stuck at the time of withdrawal the first pass was performed without any untoward events and recanalization was achieved at the m1 / m2 junction. Since there was still thrombus at the m2 segment, the treating physician decided to perform another pass with the same system. However, when the treating physician attempted to remove the devices during the second pass, the devices were stuck in the vessel. The embovac was stuck in the proximal m1 segment, and the embotrap was stuck at the m2. When the physician tried to pull back on the system, the concomitant 6f neuron max long sheath (penumbra) which was positioned halfway into the cervical carotid artery began to climb up. The treating physician decided not to use any nimodipine as this was an ¿old¿ patient. The treating physician commented that there may have been tilting of the m1 segment. Since it was impossible to retrieve the system by pulling, he decided to push the system, and was ultimately able to remove the system from the patient. Vasospasm and subarachnoid hemorrhage (sah) were noted on imaging. The distal 2 centimeters (cm) of the embovac was noted to be stretched upon removal. The treating physician does not recall the final/end of procedure tici score, and if any additional thrombectomy attempts were performed. The patient is reportedly doing fine. Concomitant devices included a headway 21 microcatheter (microvention), traxcess guidewire (microvention), and 6f neuron max long sheath (penumbra). The treating physician used a cross-cut valve packaged with the neuron max; the use of the peel away introducer packaged with the embovac was confirmed on both passes. Multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30582694) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device has not been returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Withdrawal difficulty from vessel, vasospasm, and subarachnoid hemorrhage (sah) secondary to vessel injury are known potential procedural complications associated with the use of the embotrap and embovac in mechanical thrombectomy. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including vessel characteristics, clot burden / characteristics, device selection, device interaction, and operator technique that may have contributed rather than the design or manufacture of the devices. Since the alleged withdrawal difficulty from vessel led to vascular injury with sah and vasospasm, the event is considered serious and MDR reportable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00152 and 3011370111-2022-00024. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.